Manufacturer narrative:
The stent remains in the pt. The customer reported the stent delivery sys was discarded. The lot number was not provided, therefore, a device history record review could not be performed.

Event description:
Device malfunction: partial stent deployment. Time of symptoms/ae/malfunction: during the procedure. Symptoms/ae: none. It was reported that during a carotid artery stenting procedure, the xact stent 10x30 was being deployed at the target lesion, but "it did not open totally." The stent sys was withdrawn and a non-abbott stent was positioned and deployed without issue within the xact stent. There were no reported pt effects. Though requested, no add'l info was available.